Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified unspecified vessel. A 28 x 3.00 promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. When this device was being pushed to the lesion, the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).